Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/80 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: leadless pacemaker implantation quality: importance of the operator¿s experience. Europace. 2020. 22, 939¿946 doi:10.1093/europace/euaa097. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding leadless pacemaker implantation quality. The article reports patients with leadless implantable pulse generators (ipg) which exhibited low r-wave amplitude and insufficient thresholds. The status/ disposition of the devices is unknown. No patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.